Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (bsm) signal traces were going blank and coming back during a surgery. Nihon kohden's technical support provided clarification on this matter stating that this was only affecting the waveforms and not all vitals. They checked the historical data from full disclosure, and it shows gaps in data around the same time the surgery was happening. It is not clear whether this bsm was being used as a stand-alone unit or if it was being monitored on a central nurses station. The device has been returned, but the investigation has not yet been completed. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided. Concomitant medical product information.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) signal traces were going blank and coming back during a surgery. Nihon kohden's technical support provided clarification on this matter stating that this was only affecting the waveforms and not all vitals. They checked the historical data from full disclosure, and it shows gaps in data around the same time the surgery was happening. No patient harm was reported.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) signal traces were going blank and coming back during a surgery. Nihon kohden's technical support provided clarification on this matter stating that this was only affecting the waveforms and not all vitals. They checked the historical data from full disclosure, and it shows gaps in data around the same time the surgery was happening. No patient harm was reported.

Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at (B)(6) center reported all signal traces (waveforms) on the bedside monitor (mu-671ra sn: (B)(6) were going blank and coming back during a surgery. The issue was believed to be following the monitor. Full disclosure showed gaps in data around the same time the surgery was happening. No logs were collected. Service requested: repair. Service performed: the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. Physical evaluation: there was no physical damages while initial evaluation. Verify the complaint: all signals trace was going to blank and coming back during surgery. Problem reported could not duplicated (cnd) bedside has been retested and no issue found. We received bedside with missing battery cover and we replaced it. 6112902762c battery cover for mu-651ra 1 ea the customer has been informed of the cnd status and approved the return. Investigation result: the bsm warranty began 10/30/2016. Review of device c4c history found no additionally reported issues with the unit. Nka repair center evaluation was unable to duplicate the reported issue. Review of tickets opened at (B)(6) center found one additional issue reported relating to disappearing waveforms: 63152 reported 07/16/2019: mu-671ra sn: (B)(6) was reported to have vitals and waveforms blink in and out. The reported issue could not be duplicated and the customer believed it may have been caused by user error. Approximate age of the unit at the time of reported issue was 3 years. Unit has no prior history of reported issues. From the information available, and as the reported issue could not be duplicated at nka, the root cause could not be performed. Unit was returned to the customer on (B)(6) 2019 and no further issues have been reported. Investigation conclusion: approximate age of the unit at the time of reported issue was 3 years. Unit has no prior history of reported issues. From the information available, and as the reported issue could not be duplicated at nka, the root cause could not be performed. Unit was returned to the customer on (B)(6) 2019 and no further issues have been reported. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Device evaluation. H3. Device evaluated by manufacturer. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.